Event description:
It was reported that the patient presented for device upgrade. Upon interrogation, oversensing was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion was noted at 5.1-5.2cm from the distal tip consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise.